Manufacturer narrative:
Smith & nephew, inc., is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based upon information which smith & nephew, inc. Has not been able to investigate or verify prior to the required reporting date.

Manufacturer narrative:
A review of the device history records did not indicate any abnormalities. The affected device was not available for return. An engineering investigation determined that the case was submitted to the visionaire website with the patient name of (B)(6). The MRI uploaded to smith & nephew had the patient name of (B)(6). Smith & nephew has now included additional steps on our process to ensure the patient information uploaded to smith & nephew matches the information entered into the visionaire website. The names on the MRI and x-ray are reviewed by the case processing team prior to engineering use. We feel these corrective actions will prevent the re-occurrence of this issue; however we will continue to monitor complaints of this type going forward.

Event description:
It was reported that the surgeon experienced problems with the correct fit of the cutting blocks during surgery causing an additional 30-60 minutes of surgery time.